Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced alternating low and high blood glucose throughout the day associated with not meal announcing and using meals and oral glucose to self-correct, which led to overcorrection and rebound hyperglycemia; troubleshooting and education were completed. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and the user being in range at the end of the interaction. Investigation included clinical troubleshooting and education focused on meal announcements, hypoglycemia treatment using 15 g of fast-acting carbohydrate with reassessment, and avoidance of overtreatment when insulin delivery is being reduced by the system. Investigation of this case revealed user technique and use error related to inconsistent or absent meal announcements and overtreatment of lows while insulin on board was present, which contributed to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, with device performance consistent with design.